Event description:
Related manufacture reference number: 2017865-2024-03979. It was reported that the patient presented in the emergency room. Interrogation noted that the implantable cardioverter defibrillator performed inappropriate shocks due to right ventricular lead noise oversensing. The implantable cardioverter defibrillator was explanted on (B)(6) 2024 while the right ventricular lead was capped and replaced during the same procedure. The patient is recovering from procedure.

Manufacturer narrative:
The reported event of inappropriate shock and oversensing was confirmed. However, the implantable cardioverter (ICD) behaved as programmed and no device malfunction was noted. The noise was consistent with lead noise. Inspection of the ICD did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the ICD were tested and found to be normal.